Event description:
It was reported that (1) hp052 used during an unknown procedure. It was reported by the rep that the ors stated the handpiece was not working properly. Hooked handpiece up to generator and connected test tip. Turned on generator and stepped on pedal. Received solid tone. Opened another device to complete the case. There was no consequence.